Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, firing clips got stuck in the tip of the device. The reporter had stated that there was no injury associated with patient.